Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. Foreign material was found in the nozzle and the biopsy channel had a large cut, causing a leak. The device was found to have two leaks. The probe unit had a gap in the rubber and the glue was peeling. The glue was peeling on the control body, foreign material was stuck and the glue was peeling on the forceps cover. The glue on the rubber of the bending section was chipped and the switch button number one (1) was cut. There was a screw missing and corrosion on the electrical connector. The device was also experiencing play on the control knobs. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, there was black liquid coming out of the air/water nozzle on the evis exera ii ultrasound gastrovideoscope during reprocessing. The intended procedure had been diagnostic. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation, device history record (DHR) review, additional information provided by the customer and applicable corrections. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The exact cause of the adhesive peeling and loose probe could not be determined. However, the investigation determined that device handling or stress might have contributed to the event. The cause of the material coming out of the air/water nozzle could not be determined. The instructions for use (IFU) instructs users how to inspect the device for these types of failures: preparation and inspection: inspection of the endoscope. ¿inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.¿ olympus will continue to monitor the field performance of this device.

Event description:
Additional information was obtained from the customer. No other devices were involved or replaced. There was no delay in the procedure. The procedure was completed using the same device. The customer also provided information regarding the cleaning, disinfection, and sterilization (cds) processed performed at the user facility. Pre-cleaning is being performed immediately after a procedure using first step. The cleaning solutions used with the endoscope are first step and rapicide and the disinfectant solution is rapicide. The minimum effective concentration is checked after each use (after each scope). The scope is leak tested prior to manual cleaning, using scope buddy/sb82852727. The endoscope channel is brushed during manual cleaning using single use brush manufactured by steris, reference number 00711601. For automated endoscope reprocessor (aer) treatment, the customer uses dsd edge. All personnel reportedly know how to correct reprocess the scope. Correction: additional reportable malfunctions were identified during the device evaluation: the probe unit had a gap and the glue was peeling and the glue on the forceps cover glue was peeling as well.